Manufacturer narrative:
An on-site investigation was performed. A medtronic representative reported that the site was plugging the imaging system into an outlet that was not receiving power. After plugging the system into an outlet that was working, the batteries charged fully and the system functioned as it should. Performed a system checkout and unit operates as expected. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that after charging the imaging system overnight she noticed that the motion battery level was at one bar, x-ray battery fully charged. When turning on the system the imaging system pendent remained on the black screen for "a few minutes", but mobile view station (mvs) was powered on. The site rebooted both the mvs and the image acquisition system (ias) and both systems then powered on and connected. Were able to drive it down the hallway to the or for the surgery. Issue occurred outside of surgery during set up. There was no patient present when this issue was identified.